Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle and the introducer sheath was covering the balloon proximal bond. The shuttle movement was checked and resistance was felt during retraction. Subsequent to unsheathing, it was immediately observed that the sealant was swelled up and the proximal side of the sealant was wedged between the advancer tube and the shuttle cartridge. If high tension is applied to the balloon catheter during the shuttle deployment step this could result in a tight seal at the tip of the sheath and as the device is advanced saline/blood can be trapped inside the sheath causing the sealant to hydrate prematurely which could contribute to a device jam. Based on the provided information and the investigation performed, the resistance felt during the deployment might have been caused by the sealant swelling up and increasing the profile causing the sealant to wedge between the shuttle cartridge and the sheath. The review of the lhr (lot f1429502) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: "all was routine until the sealant was deployed as they found that all of the sealant had deployed in the end of the sheath. The balloon was deflated, the device was pulled out and manual pressure was held for 15 minutes. The technician stated that post procedure, the sealant was pulled completely in the sheath." The patient was not hospitalized. Procedure type: diagnostic vessel type: peripheral vessel size: 6 mm stick location: medium sheath size: 6f. Additional information: the user shuttled down completely. Significant resistance when shuttling down was not felt. Unusual force was not applied when retracting the sheath.